Event description:
It was reported that during a laparoscopic procedure, the device sparked inside the abdomen. They pulled the device out of the patient and it started a little fire at the tip of the device. No injury to the patient. A new device was used to complete the procedure. No patient consequence. The device will be returned for analysis.

Manufacturer narrative:
(B)(4): added additional information the device was received with the upper jaw bent, causing significant reduction to the gap between the electrode. The ptc was damaged at the distal end. During functional testing with the generator, sparks were noted resulting in a yellow message screen "reposition jaws and reactive" warning was received when the jaws were closed. Then, the "replace instrument" screen would be displayed after receiving the "reposition and reactivate" message twice. The upper jaw was visually inspected, an imprint of the electrode was found on the ptc. When the jaws were closed, the gap reduction allowed arcing to develop resulting in sparking and in ptc material further deterioration; black residues on the electrode are caused by this ptc deterioration. The damage flattened the ptc which resulted in the upper jaw to be in contact with the electrode creating an electrical short and a yellow screen alert, preventing device works with the generator.

Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.